Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was 170 mg/dl. The troubleshooting was performed for the beep anomaly. The customer was assisted with performing test and it was failed. Customer stated that the high and the low have the same tone it was not adjust. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date . The correct date has been added in this report.

Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. (B)(4).